Event description:
It was reported that when the pt decannulated from the ventilator, the pt "turned blue" and had to be hospitalized. The pt was in critical condition. It is unk if the ventilator alarmed when the reported problem occurred.